Event description:
While counting, st [surgical tech] and rn noted that the small tapes in pack were not correct. Normally ortho backpack comes with 5 large tapes, and two packs of small tapes (5 counts). Sopocobsrm ortho backpack (exp date 5/1/27; lot # 597404) opened for spine case had 5 large tape, one pack of small tapes (5 count) and another pack of small tape (4 count). Tapes removed from room and new complete back of small tapes opened to keep counts consistent. Contracting and vendor notified of this ongoing concern with our or packs. Manufacturer response for ortho surgical pack, ortho backpack (per site reporter).